Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (51801), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via personal interaction the expressew iii w/o hook. When the surgeon tried to mount the needle (214141a) on a needle passer, the needle flag was loose and came off the needle right away. The procedure was completed with a replacement less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The device was discarded.